Manufacturer narrative:
Olympus medical systems corp. (Omsc) investigated the device and confirmed that there was a crack at the rear end of the distal end cover. Omsc surmised that this phenomenon attributed to the following. The device was in a state that it could fall off easily because the fixing force between the endoscope and the device was reduced. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user attached the subject maj-2315 (distal end cover) to the distal end of tjf-q290v and used them for the unspecified procedure. When the user inserted tjf-q290v to the patient's body, the subject device was fell off in the oral cavity. The user replaced the subject device with a similar device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.